Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracoscopic bullous resection, after clamping the tissue, the safety button was pressed and the handle was grasped but the grip does not move the handle, it couldn't be fired and no staples appear. When checking the staples, some of the staple board had been revealed. New reload was used to complete the procedure. There was no patient injury.